Manufacturer narrative:
(B)(4). Results: the concerned sample show a breakage in the attachment area. During visual inspection under a light-microscope several heavy marks of needle holder were found in this area which indicates that the needle was handled there. There are no signs of manufacturing defects found on the needle. Conclusion: the device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. During the procedure, the needle broke. The needle pieces could not be found directly. The patient underwent x-ray to locate the needles pieces. It is believed that additional tissue dissection was required to remove the needle pieces.